Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event: estimated. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after a closure procedure with a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] and suture entanglement occurred. Manual compression was used to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The failure to cycle was confirmed as material separation due to the posterior needle not ejected from the foot pocket. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely interaction with anatomy induced the posterior needle to not fully eject from the foot pocket. This resulted in an anterior cuff disengagement from the anterior needle leaving the suture/link in the anatomy that was likely captured by the foot creating the difficult to remove in what appeared as entanglement. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 - brand name: updated from perclose proglide¿ to perclose¿ prostyle¿ d4 - model #, catalog #: updated from 12673-03 to 12773-03. D4 ¿ lot #: updated from unknown to 5102442. D4 - primary UDI number: updated from (B)(4). To (B)(4).

Event description:
The date of event is estimated as 12/23/2025. It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after a closure procedure with a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] and suture entanglement occurred. Manual compression was used to achieve hemostasis. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.